Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was missing from two tampons. Multiple attempts have been made to obtain further information regarding the consumer's use of the product however no further information has been received.